Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Health impact grid was updated from no health consequences or impact to no patient involvement.

Manufacturer narrative:
The complaint was escalated for a technical complaint investigation, and the results indicate that the unit was tampered with, but the exact nature and origin of the tampering remained unclear. The device includes redundant design features to alert the user if service is needed. These features include an audible beep and a flashing ¿information¿ button that, when pressed, will cause the device to provide specific voice prompts providing the user with more information. Based on the available information and conducted testing, the reported problem was caused by the discovery of a tampered pca (patient care assembly) inside the frx device, indicating potential unauthorized tampering or component swapping. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated is: his report is based on information provided by local philips failure analysis engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips frx defibrillator indicating that the device had failed a self-test. There was reportedly no patient involvement. The frx device (sn (B)(6)) was returned to philips for additional analysis. The complaint was escalated for a technical complaint investigation, and the results indicate that the unit was tampered with, but the exact nature and origin of the tampering remained unclear. However, after thorough examination, it was determined that there was no fault found and the issue could not be duplicated. The device includes redundant design features to alert the user if service is needed. These features include an audible beep and a flashing ¿information¿ button that, when pressed, will cause the device to provide specific voice prompts providing the user with more information. Based on the available information and conducted testing, the reported problem was initially attributed to the discovery of a tampered pca (patient care assembly) inside the frx device, indicating potential unauthorized tampering or component swapping. However, after thorough investigation, it was determined that there was no fault found, and the issue could not be duplicated. The reported problem not was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.